Event description:
No new information provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial#: (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that last night when they plugged the controller into the recharger to charge the implant, they did not hear the normal clicking noise. Caller stated that when they held the controller under a strong light, they noticed that one of the metal contacts in the controller were missing. Pt stated they are now unable to recharge the implant and is concerned they will be without therapy if they cannot recharge even though patient has 70% charge right now. Agent asked- pt stated recharger pins and ac power pins are intact. An email was sent to the repair department to replace the controller. Pt called and reported they received the replacement controller and all was fine as far as charging ins; however, when they plug controller into ac power the green light on controller flashes 4 times, then goes dead, and will not power on. Pt mentioned they tried multiple outlets and made sure the connection felt tight, but issue persisted. Agent asked pt to plug controller into ac power without battery, to confirm screen would stay on. Agent explained to pt, if the controller stays powered on from ac power alone, the battery pack is likely not taking charge, and further troubleshooting would be needed to determine root of issue. Pt did not have ac power cord with them at time of call - they will call back when they are home for additional troubleshooting. Pt called back with all equipment present. Agent had pt plug controller into ac power without battery pack and controller screen powered on like normal, and displayed the plug under controller battery (registering ac power). When pt re-inserted the li battery pack, they confirmed the green light continued flashing and displayed 'recharging.' Agent had pt unplug and re-plug controller to make sure charging was consistent and pt confirmed. Pt will monitor the charging to make sure controller increments. Agent advised if pt didn't see battery take charge they should call back before end of day. Pt called back and reported the controller went blank and unresponsive as soon as they pt had hung up with the previous agent. An email was sent to replace the battery pack and the a/c power cord.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient h3. Analysis found non-conformances and the controller needed repair. The controller needed a replacement main board due to broken/damaged pins on the recharger (rtm) connector. Also replaced a cracked/scratched/worn front case causing case separation, charge issu es, power loss and blank/white display, and a scratched accent band. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.